Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer exchanged the digital visual interface signal cable and the issue persisted. The customer later called back and reported that the issue was resolved. The operator of the device selected the incorrect video input on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the high definition lcd monitor has an intermittent acceptance of digital visual interface signal on port b. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The cause of the indication phenomenon was incorrect the input signal and the selected setting. Since the event can be improved by changing the input switching, the probable cause of no image display on the port b is due to operator handling. The instructions for use (IFU) states: ¿6.1 how to identify and deal with abnormalities abnormal content: no image appears. Cause: the input signal switching button is not set properly. Workaround: select the appropriate input terminal with the input selection button on the front panel. ¿6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal. Olympus will continue to monitor complaints for this device.